Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the heavily calcified proximal right coronary artery (rca) was treated with a rotoblader. The 3.0x20 trek rx balloon was then inflated twice at the rca, but the trek ruptured with the second inflation. The ruptured balloon separated in the patient. Attempts were made with a snare and another balloon to remove the separated balloon, but were unsuccessful. Another balloon was used to push the separated segment distal into the artery, but the separated segment was left in the patient. The procedure was aborted. There are no plans for surgical intervention. There were no patient symptoms reported for the separated balloon. No additional information was provided.

Event description:
Subsequent to filing the initial MDR, the following information was provided: there was st elevation on the electrocardiogram, but no treatment was given for that. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device and the reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history revealed no indication of a lot specific product issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted balloon material peeling and tearing suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.